Event description:
Spoke with (B)(6) who reported that his wife, (B)(6) had pressed her black wrist button (bwb) on saturday at 4:45 pm cst (B)(6) 2013 and the led flashed but the base station(bs) did not respond, classic system. Mr. (B)(6) was with his wife at that time when she was having a seizure in the living room so he pressed that black wrist button she was wearing but it flashed and did not activate the alarm, the base station was in the same room. He called 911 directly and she required transport to the hospital.

Manufacturer narrative:
The pendant lost its training to the base station igb-01. The pendant was retrained to the unit by the customer support tech. The system was then tested and worked as designed. The subscriber did not want to replace the system. The subscriber was sent the summer newsletter on 6/20/13, which included instructions on pressing the button the correct way to avoid loss of training from occurring. This issue is being managed in CAPA (B)(4).